Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in water and insulin pump received the open book image on the insulin pump screen. The customer blood glucose level was above 300 mg/dl. It was also reported that insulin pump received a broken force sensor was detected during seating or regular delivery error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Pump error 35.